Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent ipg replacement procedure. The explanted device was not returned.